Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the pump showed the error message that the cassette was locked but not attached¿ was confirmed and determined to be caused by a non-functional latch lock sensor. Latch lock sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the pump showed the error message that the cassette was locked but not attached¿; during device evaluation it was found the latch lock sensor was not working. There was no reported patient involvement.